Event description:
Complaint ID: (B)(4).

Manufacturer narrative:
It was reported that the cardiohelp is failing to read proper external arterial pressure readings with pressure/temperature simulator during preventive maintenance. The issue was first isolated to the arterial external pressure connector on the back of the cardiohelp. Trying different input cables by the getinge technician failed to address the issue, thus ruling out cables as the issue. The cardiohelp shows also the error message ¿arterial bubble sensor missing¿. No harm to any person has been reported. As any pressure failure is a potential risk for the patient, a report is needed. The affected device was sent for investigation to the depot center. The claimed flow/bubble sensor was not available for investigation. If the sensor is later tested to be defective, it will be replaced on site. The connector on the back of the cardiohelp device worked as intended. No failure could be replicated and no parts were replaced. The getinge field service technician (fst) performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and no failure could be confirmed on the reported maintenance date. As the failures could not be replicated during repair and no part was replaced, the exact root cause remains unknown. However, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure: "arterial bubble sensor missing" error message:- influence due to other ultrasonic devices (e.g. Flow sensor)- bubble sensor disturbed- bubble sensor not plugged but recognized- connection of non-capatible sensor- environmental influences (atmospheric pressure, temperature, humidity, emi, overvoltage).according to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus a defective flow/bubble sensor should be detected prior to use, during priming. In addition as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. Moreover, according to the risk file v24 of the cardiohelp device the following root causes can lead to the reported failure "arterial pressure reading fail":- disturbed (emi) pressure sensor- response time is too long - too high / low atmospheric pressure. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. Referring to the IFU of the cardiohelp chapter "cleaning and disinfection", the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in chapter "connecting the sensors" it is stated that the sensors must be kept clean. The device was manufactured on 2019-11-18. The review of the non-conformities has been performed on 2024-10-22 for the period of 2019-11-18 to 2024-10-17. It does not show any non-conformity in regard to the reported product and failures. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. In addition, a review for potential field actions and capas related to the failures and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failures "arterial bubble sensor missing" error message" and "art. Pressure reading fail" could not be confirmed. This complaint was found in the database of customer complaints for the cardiohelp (failure: arterial bubble sensor missing" error message) as a single event (timeframe from 2023-10-17 till 2024-10-17).the customer will be informed about the results by the getinge sales and service unit. If significant information becomes available at a later stage the complaint will be reopened and necessary steps will be initiated. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the cardiohelp is failing to read proper external arterial pressure readings with pressure/temperature simulator. The failures occurred during maintenance. The issue was isolated to art external pressure connector on back of cardiohelp. Trying different input cables by getinge technician failed to address the issue, thus ruling out cables as the issue. The cardiohelp shows also the error message ¿arterial bubble sensor missing¿ no harm to any person has been reported. As any pressure failure is a potential risk for the patient, a report is needed. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.